Event description:
The customer reported that "burn on patient that pulled skin when avalon cordless toco transducer was removed".

Manufacturer narrative:
The problem was confirmed by the reporter. The device was evaluated by the customer's biomed, who saw nothing visible on the transducer. The unit was working and the battery was not shorted. The customer reported that they had been leaving some cleaning agent on the transducers. The reported problem was resolved by providing the customer with information from avalon cts cordless fetal transducer system instructions for use (IFU) states "to reduce the risk of skin irritations, do not allow a cleaning or disinfecting agent to leave residues on any of the equipment surfaces - wipe it off with a cloth dampened with water before applying to a patient." The information provided does not support that a device malfunction occurred; the reported problem was caused by user error. This issue does not represent a systemic, design, or labeling problem. There is no more than minimal health risk. No further investigation or action is warranted.

Event description:
The customer reported a burn that resulted in pulled skin from a patient when an m2725a avalon cordless toco transducer was removed. A patient experienced a burn that resulted in pulled skin when the transducer was removed. This has been determined not to be a serious injury. No information was provided about any immediate clinical action taken or any adverse impact. Philips will not consider this as a serious injury. The injury reported is not a health risk, nor would it lead to any immediate clinical action to prevent serious injury or death if it were to recur. Philips will consider this no more than minimal health risk.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.